Event description:
It was reported that the patient experienced discomfort at the ipg site due to old ipg site pocket location. It was reported the patient lost a few pounds. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein a new ipg pocket site was created above the old pocket. No product was used during the procedure. Patient has great coverage post-op. In a recent update, it was reported the pain at the ipg pocket site has resolved.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.